Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the electrode belt latch does not engage and stay secure with the monitor. The cause of the failure was a broken tab in the trunk cable connector the root cause for the damaged cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.